Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd syringe 3ml ll w/ndl eclipse 25x1 rb leaked it was reported by customer that they noted leakage from hub of needle. Verbatim: rcc received a complaint via email. Email(s) attached. (B)(6) mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2025 site name/location: level of harm: (B)(6) optional report to (B)(4): incident details: client came to clinic for influenza vaccine. During immunization to patient's left arm at 17:25hrs writer noted leakage from hub of needle. Writer informed (B)(6), writer advised to readminister vaccine as patient did not receive a full dose. Writer explained this to the patient, patient agreeable to have the flu vaccine re administered. Writer readministered a second influenza vaccine to right arm and immunization was effective. Client understanding of situation. Impact of incident: who was affected? Patient frequency of problem: other device/incident factors: invasive procedure? Procedure: resulted in a double poke for a patient physician: device information device name/description: syringe 3ml with needle safety 25ga x 1 in manufacturer: becton dickinson canada inc manufacturer code/model: 305787 serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): 2026-11-30. Supplier: (B)(4). Supplier catalogue number: 308-305787 was the device retained? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.